Manufacturer narrative:
The referenced device was returned to olympus for service. The evaluation confirmed the customer¿s reported problem was confirmed, the device powers on, the logo comes up and the green colored led is on then after a minute it shuts off is due to a defective circuit (g1) board. There are minor scratches and chemical stains on the window screen, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the customer high-definition liquid crystal display monitor powers off intermittently, when powered on, the logo comes up and the green light emitting diodes (led) is on then after a minute it shuts off. The power cord was replaced but the monitor seems to be shutting off intermittently. The reported problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A correction to h6 component code and health effect - impact code which were inadvertently omitted on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective circuit board could not be determined. Olympus will continue to monitor field performance for this device.